Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing, and the actuator and spindle were not returned for analysis. This damage to the implant indicates the event was likely due to deployment against resistance, such as bone, and or from manipulation of the position of the device by gear shifting the inserter unintentionally by the user.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the patient had a short spinous process and the cannula backed out during deployment. The device then needed tension to deploy and the spacer broke. The parts were removed from the patient and a smaller spacer was successfully implanted without any patient complications. The patient was doing well postoperatively.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the patient had a short spinous process and the cannula backed out during deployment. The device then needed tension to deploy and the spacer broke. The parts were removed from the patient and a smaller spacer was successfully implanted without any patient complications. The patient was doing well postoperatively.